Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter address: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack in an unspecified location of the minicap transfer set. This was identified during use of the device for continuous ambulatory peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11: h11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed, and no issues or leaks were observed. Two (2) photographs of the sample were provided for evaluation. The photographs were reviewed and did not show evidence of damage. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.